Manufacturer narrative:
(B)(4). MDR or RMA 860 has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer alleges the sd cards allow you to drive with them in and wont save memory to card or save.